Manufacturer narrative:
Product event summary: it was confirmed that the programmer's cursor did not follow the stylus.

Event description:
It was reported that the programmer would not respond to the stylus. Multiple stylus pens were attempted, but none of them would work to operate any function on the programmer. The programmer has been returned to service. No patient complications have been reported as a result of this event.